Event description:
Caller states the patient tested 100mg/dl on inform system 1 and 15mg/dl on inform system 2 within 10 minutes. The patient was given a glucose injection due to symptoms and result on inform system 2. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in inform system 2.